Event description:
A caller reported a tandem mobi cartridge alarm, which was acknowledged by technical support as cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and administer a 9-unit bolus, which was successfully completed. The caller was then able to reload the original cartridge and resume insulin therapy, resolving the issue.